Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements of greater than 125 ohms. The shock impedance measurements have always trended higher, with measurements ranging from 115 ohms to a most recent measurement of 123 ohms. All other rv lead parameters are within acceptable range. The patient has been listed for a general changeout procedure, and the physician will decide what to do with the rv lead then. For now, the rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements of greater than 125 ohms. The shock impedance measurements have always trended higher, with measurements ranging from 115 ohms to a most recent measurement of 123 ohms. All other rv lead parameters are within acceptable range. The patient has been listed for a general changeout procedure, and the physician will decide what to do with the rv lead then. For now, the rv lead remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the medtronic can was changed out in a general replacement procedure and was replaced with another medtronic device. No intervention was performed on the rv lead and it continues to remain implanted and in service. No adverse patient effects were reported.